Event description:
A report was received that the patient was experiencing pain from the abandoned lead tail. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the lead was removed and ipg was replaced per physicians preference. The physician plugged the abandoned paddle tail to the new ipg to maintain MRI compatibility. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain from the abandoned lead tail. The patient will undergo a revision procedure.